Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. It was also noted that the patient had their hear rate in 50. Technical services (ts) provided assistance. This product remains in service. No adverse patient effects were reported.